Event description:
Same case as MFR#: 2134265-2011-05097. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesions were located in the left anterior descending (lad) and diagonal (diag) arteries. Both the 3.50mm x 12mm nc quantum apex and the 8mm x 2.00mm apex monorail were on the same unknown manufacturers guide wire. The physician did not realize both balloons were on the same guide wire. Both balloons were inflated to 14atms and both ruptured. The two balloons were removed from the patient. A new nc quantum apex balloon was then used to post-dilate the lad and a new apex balloon was used to post-dilate the diag. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).